Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels. Explantation of the device is considered.

Event description:
In situ measurements showed affected channels.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition one channel migrated post-operatively out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient never used the device due to aesthetical issues. Explantation is planned but no date has been scheduled yet.